Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep attempted image defect mapping without success. He determined that the detector required replacement. Replaced detector and the image issue was resolved. The rep performed verification and alignment testing. The imaging system passed the system checkout and was found to be fully functional. The detector was returned to the manufacturer and is currently under analysis.

Event description:
A medtronic representative reported that while at the site replacing a component the rt notified him that the 2d images had two line artifacts, and the 3d images had a "dinner plate" effect. There was no patient involved with this concern.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
The analysis of the detector panel was completed by medtronic personnel. Testing found that the panel could perform image acquisitions. However, it was noted that the acquisitions had artifacts.